Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device by the field service engineer, a ventilator inoperative condition occurred. The device's system board, blower assembly, flow sensor and oxygen blending module subassembly were replaced to address the issue.